Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported problem was confirmed and replicated. In the system logs, the errors 23000 and 23137 were found indicating "pot to encoder" faults on yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where the sensor check test was found to be failing on yaw axis. Once testing was completed, the yaw searchlight board assembly was verified to be the source of the fault. The probable root cause is attributed to sensor errors resulted from a faulty yaw searchlight board located on usm. This issue can be resolved by replacing the usm or disabling the affected usm to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted technical support to report errors on the universal surgical manipulator (usm). The customer advised of error 23000 on usm2; however, the system logs were cleared due to a power cycle. The technical support engineer (tse) identified error 23137 on ums2 in the current power cycle. The tse instructed the customer to check the usms to ensure they were not at the end of the travel which the customer confirmed. The customer proceeded with the procedure. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted if additional information is obtained.